Event description:
It was reported the patient "was in the same place prior to implant." The patient had leaking and urinary tract infections (utis). The patient was turned down for a knee replacement because there was "infection in her blood." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v639199, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).